Manufacturer narrative:
The insulin pump was received with broken end cap and unresponsive button, anomaly was isolated to the keypad trace. (B)(4).

Event description:
It was reported that the customer dropped the insulin pump and the drive support cap is broken. Nothing further was reported.